Event description:
I had lasik surgery on (B)(6) 2008. My vision was 20/20 shortly after the surgery. During the summer of 2010, I began noticing odd glare and mild blurry vision. My optometrist diagnosed a cataract in my right eye. She said it was a particularly fast-growing cataract, so I had cataract surgery in (B)(6) 2010. I have had 3 procedures since then to help improve my vision. I have foggy vision, double vision, and severe issues with glare, especially at night. I miss being able to enjoy the sight of a full moon over the ocean.